Event description:
USA. Allegedly, the right flora port not was found, all the fills was done through palpation of the tissue. The expander was already removed (24030964), she also presents an early seroma on her right breast. At this point the serial number involved is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: flora port not found, early seroma.